Event description:
It was reported that the surgeon explanted the iol (intraocular lens) 3 days after the implantation because of endophthalmitis on the eye. Trough follow-up we learned that the lens was implanted on (B)(6) 2023 and the issue identified on (B)(6) 2023. The material is not available and no additional information was received.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: the exact date is unknown, the lens was implanted on the (B)(6) 2023 and the issue was identified on the (B)(6) 2023. Initial reporter telephone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.